Event description:
It was reported that during post-use inspection, the cardiosave intra-aortic balloon pump (iabp) unit cannot connect to the patient simulator for inspection. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Additional fields: e1(event site postal code: (B)(6). It was reported that during post-use inspection the cardiosave intra-aortic balloon pump (iabp) had a internal communication failure. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found patient simulator (trainer) cannot be connected. Fse have confirmed that the connection is damaged. Fse have replaced the front end board(d670-00-1164), tested and run, and the equipment works well.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit cannot connect to the patient simulator for inspection.